Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the physician completed an echocardiogram they suspected a lead perforated the wall and the tip is in the pericardial sac. The physician was planning to do a threshold test to confirm high thresholds. No adverse patient effects reported at this time.